Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shocks. A magnet was placed over the device to prevent further shocks. The lead was found to be dislodged. The lead was explanted and replaced when repositioning was unsuccessful.